Event description:
Bardex urinary catheter was to be removed and bulb would not deflate. Urologist could not come to see pt til the following day, but advised the pcp to put more saline in the bulb. Resistance was met and no additional saline was added. The urologist suggested the tubing to the bulb be cut and allow the saline to drain out of the bulb, but the pcp was not comfortable with this. Pt had to stay an additional day to wait for the urologist to remove the foley with a guidewire. In the mean time the foley fell out during the nightshift. Dates of use: (B)(6) 2014. Diagnosis or reason for use: pt had altered mental status.